Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a colourless particle entered the patient's eye upon introduction of the sleeve on the tip of the phaco handpiece. The handpiece was immediately removed from patient¿s eye and the particle was collected. The surgery was completed and no patient impact or injury was reported.

Manufacturer narrative:
A white translucent fiber-like particle was returned and sent for testing. The particle was removed and analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the particle consists primarily of carbon. Lesser concentrations of oxygen, silicon, titanium, chlorine, calcium, sodium, potassium, iron, sulfur, and magnesium were also detected. This is consistent with organic material, saline residue, and mineral deposits. The white translucent fiber-like particle was also analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the particle produced a spectrum consistent with that of nylon. This analysis indicates that the particle consists of nylon with lesser concentrations of saline residue and mineral deposits. The investigation is ongoing.

Manufacturer narrative:
The lab identified the particulate as fiber in nature comprised mostly of nylon with lesser concentrations of saline residue and mineral deposits. Nylon is not a part of bl5114. The source of the particulate cannot be confirmed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.